Event description:
It was reported that the patient presented in clinic for a routine generator exchange procedure. During placement of the chronic right atrial (ra) lead into the new generator, it was noted the ra lead could not be inserted due to foreign material adhered to the pin of the lead near the proximal end. This material was believed to be the sealing ring from the previous implantable cardioverter defibrillator (ICD). Furthermore, the ra lead was damage and as a result was capped on (B)(6) 2025. A new ra lead was successfully implanted. The patient was stable throughout the procedure.